Event description:
It was reported that an ilet insulin pump displayed persistent alert 38 indicating a consecutive motor stall, which did not resolve after multiple restarts and an attempted cartridge and tubing change that could not proceed due to continued alerts. Symptoms included no reported adverse clinical effects, with blood glucose reported as normal and the user transitioning to multiple daily injections while continuing cgm use. Outcomes included device interruption that required replacement and user education on shutdown procedures and data handling for the transition to a new device. Investigation included customer service troubleshooting, device shutdown guidance, data sync instructions, and arrangements for device return and replacement. The complaint could not be replicated due to the device spontaneous restarting. Inspection of its internal components revealed that fluid had breached the device and affected the electronic components. Corrosion confirmed at the bottom where the mainboard and housing made contact. The device is unrepairable and will be scrapped by the refurbish department.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."